Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion and power-on-reset due to low battery voltage resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset and premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.